Event description:
Reporter stated that the surgeon was inserting a 3-piece collamer intraocular lens model cq2015 in the eye and the lens tore. The surgeon removed the lens without enlarging the incision. No pt injury.